Manufacturer narrative:
Patient information was unavailable from the site. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. No parts were replaced. No parts were returned to manufacturer for evaluation. Part not returned.

Event description:
A medtronic representative reported that with a navigation system, during a cranial resection procedure the system became unresponsive. During troubleshooting the system was rebooted twice which resolved the issue. The surgery was completed with the use of navigation system. There was a delay of less than 1 hour. No impact on patient outcome.